Event description:
The customer reported that the system made a loud noise (arcing) and shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.